Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient has continued to have bladder and bowel incontinence since implant. Patient stated that they therapy has helped to a degree. Patient was scheduled for an appointment to check their ins battery. No further complications were reported. Follow-up with the manufacturer representative (rep) on (B)(6) determined that the patient was scheduled for battery change this month. Date is unknown. There were no further complication reported or anticipated.